Event description:
A doctor reported that postoperative bacterial endophthalmitis was confirmed following an intraocular lens (iol) implant procedure. The patient was treated with medical injections. A pars plana vitrectomy (ppv) was performed, as well as back of the lens irrigation. The lens remains in the eye. Additional information was provided indicating that the patient experienced dim eyesight. Anterior chamber endophthalmitis was seen. The patient was diagnosed with intraocular inflammation. Medication was administered into the anterior chamber. A bacterium inspection of the aqueous humor and vitreous were performed and was negative.

Manufacturer narrative:
Additional information provided. Product evaluation: the customer indicated the use of an approved cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which isn¿t qualified for use with the cartridge.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was not returned for analysis and remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in japan. The manufacturing investigation pointed to the difference in manufacturing processes for the japanese market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the japanese market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the japanese market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
The patient also experienced hyperemia and blurred vision. The symptoms recovered following initial surgical treatment.